Manufacturer narrative:
This report is submitted on 21 february 2020. (B)(4).

Event description:
It was reported that the device was explanted on (B)(6) 2019 due to migration of the electrode array. There are no plans to re-implant the patient with a new device as of the date of this report.